Manufacturer narrative:
Device passed the self test and displacement test. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm. Customer blood glucose reading was 206 mg/dl. Customer was able to clear the alarm but, they couldn¿t rewind. Insulin pump will be returning for analysis.